Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not close. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not close. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be flexed away at the center of the hot jaw. The wire remained attached at the tip and at the base of the jaw. As per the instructions in instructions for use (IFU), the toggle was pushed to close the jaws to check the integrity of the jaws to align when closed. The jaws did align with each other with no observed defects. The shaft is bent at the shaft tip and pivot pin. No other defects were observed. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure ¿mechanical issue; jaws did not align¿ but was confirmed for the analyzed failures ¿bent tip¿ and ¿bent wire¿. A certificate of conformance was reviewed for the pivot pin and shaft tip. The vendor certifies that the product lot meets and conforms to the specifications and requirements applicable. Specific actions for the failure mode "bent wire" is addressed and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not close. The hospital did not report any patient effects.